Event description:
It was reported by a customer on (B)(6) 2011, the aiming beam fired straight and the fiber broke at the tip at 53,880 joules. Also, it was reported that all fiber pieces were retrieved. No patient injury was reported.